Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# unknown, product type catheter product ID 8781, serial# unknown, product type catheter product ID neu_unknown_cath, serial# unknown, (B)(4).

Event description:
It was reported that three healthcare providers (hcp) reports an inability to see dye dispense in the intrathecal space when doing a dye study post-implant with ascenda catheters. Reporter was unsure if the dye was throughout the path of the catheter during the dye study. It was noted during the procedure the catheter aspirated very easily with good backflow but during dye study the dye did not come out of the tip of the catheter. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the dye used during the dye study was omnipaque. There were no adverse events associated with the event. It was noted that the reporter saw this happens with ¿every single ascenda catheter these physicians have used¿. It was later reported that thedye studies were performed after implant to confirm placement and patency. It was later reported that the omnipaque was from ge healthcare. The concentration was 300mg/ml. This dye was new to the hospital. The physicians routinely used dye after implanting the device system to simply verify connection and that no part of the catheter was damaged during the implant.